Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer's blood glucose level was in the 300 mg/dl range. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.